Manufacturer narrative:
(B)(4). While the lot number for this product is available, it is unk whether the product will be returned for quality assurance testing. (B)(4).

Event description:
This case was reported by a consumer (husband of pt) and described the occurrence of choking in a (B)(6) female pt who received polyethylene oxide + sodium carboxymethylcellulose (super poligrip comfort seal strips) for denture adhesion. A physician or other health care professional has not verified this report. On an unk date, the pt started super poligrip comfort seal strips. At an unk time after starting super poligrip comfort seal strips, the pt experienced choking, gagging, throat constriction, airway obstruction and product complaint. This case was assessed as medically serious by gsk. Treatment with super poligrip comfort seal strips was discontinued. At the time of reporting, the events were resolved. Consumer's husband reported a product complaint of the strips immediately beginning to foam and dissolve after his wife took a drink of water or soda in a restaurant. His wife's "throat and airways were closed."